Manufacturer narrative:
Reservoir device information: model number: 720185-01; serial number: (B)(4); catalog number: 720185-01; UDI number: (B)(4); expiration date: 11/09/2019; manufacture date: 11/09/2017.

Event description:
It was reported that the patient experienced urethral erosion due to their artificial urinary sphincter. Infection was present at the erosion site. There was no device issue. The patient's inflatable penile prosthesis and artificial urinary sphincter were removed. The artificial urinary sphincter removal was reported on manufacturer report number 2183959-2018-61048. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.